Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient claimed they used to recharge once a month, then once per week, and now 2-3 times per week. Based on the recharge interval calculation the recharge interval was 5.91-7.06 days at 24/7 usage (100pw, 600rate, 2.6 volts, 311 ohms 7.5 ma, programming 0- 1- 2+3+4+). Per the calculation the patient's programming must have changed to go from a month to about once a week. The recharging statistics showed that they weren't charging 2-3 times a week. The patient also claimed it took 7-8 hours to charge the battery fully since implant. Based on the recharging data the patient was taking about 6 hours to charge fully with 4 coupling bars. The ins was superficial, but it was at an angle which only allowed the patient to get 6 bars at best. The electrode impedances were in the 638-732 ohms range. Based on data the system was working as intended. No symptoms were reported. No further complications were reported or anticipated.